Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. The right atrial (ra) lead exhibited high thresholds and diminished sensing. The cardiac compass also displayed invalid data. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.